Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the monitor's back response button was not functional and the monitor was unable to complete essential performance testing. The root cause for the non functional response button was that the response button cover was missing along with the internal components of the of the button. Additionally, the monitor's belt receptacle was broken, damaging wires within the connector. The root cause of the missing response button components was physical abuse. The root cause for the damaged receptacle was excessive force. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a monitor's response buttons were not functioning.